Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported air in line alarm. Evaluation found the readings on the ultrasonic sensor to be our of specification (low) caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in the line alarms. The failed upstream sensor was replaced.